Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While performing tc3 knee revision the reamers would not attach, but then broke loose while reaming. This caused the surgeon/rep to have to come up with other solutions to move forward with the surgery.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the submitted device confirmed the reported event and revealed damage. The investigation attributed the root cause of the event to device damage/wear from normal use and servicing and the need for corrective action was not indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d4 (lot), d9, h4 corrected: h3.